Event description:
Caller reported that insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.